Manufacturer narrative:
Overall, the surgeon confirmed that the tmj devices were infected due to mycobacterium abscessus, and it is unrelated to tmj devices. The tmj devices were functional and well-secured. The surgeon confirmed that the tmj devices were infected due to mycobacterium abscessus, and it is unrelated to tmj devices. The tmj devices were functional and well-secured. H3 other text: device not returned.

Event description:
It was reported that the patient will have a revision surgery to remove the left tmj device due to infection being present.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Implanted.

Event description:
It was reported that the patient will have a revision surgery to remove the left tmj device due to infection being present.